Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump gets blocked and doesn't deliver drugs continually. There was no reported injury to the patient.